Event description:
The customer reported that the dca vantage analyzer mixed results from two different patient samples tested with the unique sample identification (ID). The dca generated results from a sample processed on patient-1, and combined the results from a patient-2 sample using the ID of patient-2. While no results were displayed for the patient-1 ID. Results were reported to physician. No delayed or unnecessary treatment/medical procedure.

Manufacturer narrative:
The customer returned their system to siemens for physical inspection and investigation. An investigation was conducted on the returned device. As part of the investigation, the database was reviewed. No patient results were documented as reported. The root cause is unknown. Instrument is operating as intended.